Manufacturer narrative:
The device has been evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h3, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history. Field service engineer (fse) went on site and removed cracked plastic lid. It was replaced with new plastic lid and label. Fse re-installed lid seal and ran a rinse cycle to ensure that the oer-pro did not leak. Equipment repaired and verified according to other equipment manufacturer. Software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Cause of the cracked lid as reported by the user, was lid being forced. The instructions for use includes the following statements whereby this issue can be detected before use: chapter 3 inspection before use 3.2 inspecting the lid and lid packing before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.

Manufacturer narrative:
Field service engineer (fse) has not been on site to repair the device as yet. Supplemental report(s) will be filed when any relevant new information is available.

Event description:
As reported for this event, during reprocessing the lid of the device was cracked by being forced. This cause the device to leak. There is no patient involvement. The staff is trained and experienced in the use of the device.